Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, short circuits were detected. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter/at the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests, fluid ingress and short circuits.

Event description:
This report is to advise of an event noted during analysis which revealed a leak and short circuit in the catheter.